Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 530 mg/dl while wearing the pod between 24 and 36 hours. The patient's sensor was reading 130 mg/dl but after taking a fingerstick, it was reading 530 mg/dl. Symptoms reported include frequent vomiting, patient not being able to lift their head and going in and out of consciousness. The patient was treated with oxygen, unspecified intravenous fluids and had their heart monitored. The patient was discharged on (B)(6), 2025. The pod was removed and discarded at the hospital. Dexcom have been notified of the event.